Event description:
It was reported that during a normal pump replacement surgery, the surgeon used an 8596sc. He cut the 8596sc a little too small so he was unable to use the boots as intended, however he was able to slide them on somehow and tie them down (off-label). They tried to aspirate the catheter but were unable to confirm patency as they were not able to get any fluid back. The patient however was getting good therapy prior to the pump replacement, so the hcp was not concerned. The medication delivered via the pump was baclofen. Additional information has been requested regarding the outcome of the catheter issue but was not available as of the time of this report. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j94142102, implanted: (B)(6) 1994, product type: catheter. Product ID: 8596sc, product type: catheter. Product ID: 8703, lot# j94142102, implanted: (B)(6) 1994, product type: catheter. (B)(4).